Event description:
The recipient was implanted on (B)(6) 2018. Recipient has mondini cochlear malformation with risk for csf (cerebrospinal fluid) leak so a +form19 electrode was chosen. There was a severe gusher and surgeon tried to seal electrode with muscle, fascia and tissue glue, but the leak did not stop. The recipient developed meningitis approximately mid-late (B)(6) and was admitted to the hospital. The decision was made to explant the device to control the csf leak which took place on (B)(6) 2018.

Manufacturer narrative:
Based on the received information from the field, the recipient experienced meningitis four months post-operatively. Severe intraoperative csf (cerebrospinal fluid) was observed during implantation surgery and reportedly the recipient had a malformed cochlea (mondini malformation). These factors are associated with an increased risk of meningitis even without a history of otological surgery. Furthermore, the vaccination history of this patient is not clear, and even with immunization, it is important to note that not all pneumococcal serotypes are covered by the vaccine. Review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. No available information points to the device having caused or contributed to the observed meningitis. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was implanted on (B)(6) 2018. Recipient has mondini cochlear malformation with risk for csf (cerebrospinal fluid) leak so a +form19 electrode was chosen. There was a severe gusher and surgeon tried to seal electrode with muscle, fascia and tissue glue, but the leak did not stop. The patient developed meningitis approximately mid-late november and was admitted to the hospital. The decision was made to explant the device to control the csf leak which took place on (B)(6) 2018.